Event description:
After the device operated properly for about 2-3 wks (with the first cartridge), after 2nd cartridge was put-in: following malfunctions they observed: 1) erratic operation (too much or too little of medicine injected), 2) the lever was "backing-up", 3) dial was malfunctioning.